Event description:
A distributor in denmark reported a malfunction involving a pump identified with the code malf 16, leading to its inability to reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem's technical support arranged for a replacement pump to be shipped and instructed the customer on how to return the malfunctioning pump, confirmed shipment details, and outlined steps to store the pump before its return. The customer was advised to use multiple daily injections (mdi) as a backup therapy during the replacement process.